Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise in relation to the subject lead was reported. It was indicated that the lead was explanted and replaced. No known impact or consequence to the patient.